Manufacturer narrative:
UDI for suspect device listed in the initial MDR: (B)(4). Additional manufacturer narrative; corrected data: the initial MDR inadvertently did not include the UDI for the suspect device at the time.

Event description:
It was reported that the patient was admitted on (B)(6) 2015 to the hospital for post-operative infection related to vns. The patient recently had vns implant surgery on (B)(6) 2015.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the manufacturer device history records confirmed sterilization was performed for both the generator and lead prior to distribution.